Event description:
Customer reported via phone call that the screen of the insulin pump is off. Customer states that there is a display anomaly.

Manufacturer narrative:
Pump received with black screen due to broken insulin pump. The insulin pump was received with minor scratched display window, cracked battery tube threads. (B)(4).